Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there was no reported device malfunction associated with the emboshield nav6. The reported patient effects of embolism and stroke are listed in the emboshield nav6 instructions for use, as known potential adverse events associated with carotid stents and embolic protection systems. Based on the case information, a conclusive cause for the reported patient effects of embolism, stroke, and unexpected medical intervention and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an internal carotid artery lesion with mild calcification, moderate tortuosity and 90% stenosis. The emboshield nav6 embolic protection system was used and a non-abbott stent was implanted and post-dilated with viatrac balloons without issue. Then, the patient was unable to speak and the mobility of the right limb decreased. The physician diagnosed a stroke which lasted 2 hours, confirmed with digital subtraction angiography (dsa). There was embolism noted in the anterior cerebral artery and intracranial thrombectomy and stenting were performed. The patient partly regained the mobility and speech. No additional information was provided.